Event description:
One incident of a broken clamp on a transfer set. Per affiliate, this issue was noted during patient use. No patient injury or medical intervention was associated with this incident, per baxter affiliate.